Event description:
It was reported by service report that the weld on patient right siderail latch spindle is broken with sharp edges and is preventing the siderail from latching upright. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Parts have been placed on order and will be replaced upon receipt.